Event description:
The hosp reported that an obese pt underwent a catheterization procedure, followed by deployment of an 8f angio-seal device in the right femoral artery. A pre-placement angiogram was performed prior to deployment. Bleeding occurred at the site and manual pressure was applied. During the tamping of the collagen, while pushing down on the skin, the tamper tube went under the skin and was left in the pt. The tamper tube was surgically removed the next day. The angio-seal device was deployed subcutaneously and remains implanted.